Event description:
It was reported that during the implant procedure, the helix deployed while placing the lead, causing the end to snag on tissue. The helix had been fully retracted prior to being inserted into the sheath. The helix was again retracted under fluoroscopy and the lead was implanted without any further difficulty. The lead remains in use. No patient complications have been reported as a result of this event.